Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of failure code 810:03 was confirmed during product evaluation. The root cause was a defective air in line printed circuit board. The pump head module was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 810:03 failure code. This occurred before use. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92